Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices after a mitraclip procedure using a 6f sheath. Reportedly, two prostyle failures occurred. The plunger of the first prostyle device could not be pushed through because the needles encountered limescale. The plunger of the second prostyle device had the same problem, the plunger could not be pushed through. An unspecified device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, dimensional analysis and functional testing were performed on the returned device. The reported mechanical jam of the plunger was not confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context of the procedure. In this case, it is likely that the challenging anatomy contributed to the reported issue as it was reported that the plunger of the prostyle device could not be depressed due to the needles encountered limescale/calcification. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.